Event description:
On (B)(6) 2011, patient's wife reported the up button on the infusion device sometimes does not work. Wife stated the patient noticed the up button failed to work 10 times over the past month. Wife reported the patient noticed the issue while attempting to deliver a bolus. Wife stated the button pops back up when pressed. Wife reported patient is currently on the backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.